Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection via the naked eye, the ruptured bladder was observed. During microscopic examination, no abnormalities were noted. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of the infusor ruptured. The device was filled with 40 ml of ropivacaine (10 mg/ml), 20 ml of fentanyl hameln (50 mcg/ml), diluted with 210 ml of sodium chloride nacl (9 mg/ml). The event occurred during filling after approximately 50 ml solution was added. There was no patient involvement. No additional information is available.